Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video scope had an image orientation issue, " it rotated where it should not rotate". There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5 d8, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure in the charged coupled device (r-unit), light guide bundle in the insertion tube area (distal end) is damaged, insufficient light. A definitive root cause could not be established. Based on the results of the investigation, it is likely the event (it rotated where it should not rotate) occurred due to a failure of the r-unit. It's likely the failure of the r-unit occurred due to too much force applied to the insertion tube. Furthermore, it's likely the light guide bundle in the insertion tube area became damaged due to a component failure. It's probable the insufficient light occurred due to a component failure of light guide fiber. The most likely cause is that the light guide fiber inside the insertion tube was damaged due to the insertion tube rotating under strong force. However, a definitive root cause of the reported malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an at preparation for use of a therapeutic procedure. The procedure was completed.